Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sbh 1.1 half-height unit, an entire row of cubies had failed. The customer initially reported a device not found on bus error, and after attempting recovery, the system indicated a failure to release. The entire row was subsequently not recognized by the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row b in half height cubie drawer 1.1 is reporting that all six pockets are not detected on the bus. A field service engineer (fse) found that the cubie tray in row b was not powered on, as indicated by the absence of the yellow led. The fse replaced the drawer and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.